Manufacturer narrative:
Analysis of the ins found no significant anomalies; the ins was functionally okay. Final functional test failed due to ¿dirty¿ ports. Ins was cleaned and retested, which passed. Other observations included setscrew backed out too far and a scratched can. Normal impedances were observed.

Event description:
It was reported that the patient started getting shocking in the pocket in (B)(6) 2015, but only at that location. There were no falls or trauma that prompted the issue. The doctor instructed the patient to turn the implantable neurostimulator (ins) off for a week and the shocking stopped. The manufacturer representative (rep) met with the patient on the day of the report and ran impedances; they were all around 1,000 ohms at 1 volt and everything showed within the normal range. The rep also tried some reprogramming at the meeting. The patient had tried all four programs, and more after reprogramming, which all caused shocks. She mentioned that when she was previously feeling the shocking sensation she could feel the stimulation as well; yet on the day of the report when the rep turned stimulation up, she felt the shocking sensation, but not stimulation. When the stimulation was turned up she felt shocking and it would go away when the stimulation was turned down. She was scheduled for another appointment to do an x-ray of the lead and ins in addition to more in depth programming changes. A revision was also scheduled for (B)(6)-2015. The ins and lead were involved with the event, but the cause was still unknown. The patient had turned off the ins and was not receiving effective therapy. The cause of the issue was not determined as of yet and there was no patient outcome due to the scheduled revision, so additional information will be requested after the revision. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0nbgt, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the ins was explanted to be returned for analysis. During the explant, the healthcare provider (hcp) discovered that there was ¿stuff¿ in the header of the ins. A new ins was implanted on the day of the report which was currently active.

Manufacturer narrative:
(B)(4)